Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high thresholds, noise, and high pacing impedances on the right ventricular (rv) channel. It was noted that the impedance rise coincides with an extensive tattoo the patient recently received. Subsequently, the patient underwent a revision procedure, and this ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high thresholds, noise, and high pacing impedances on the right ventricular (rv) channel. It was noted that the impedance rise coincides with an extensive tattoo the patient recently received. Subsequently, the patient underwent a revision procedure, and this ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high thresholds, noise, and high pacing impedances on the right ventricular (rv) channel. It was noted that the impedance rise coincides with an extensive tattoo the patient recently received. Subsequently, the patient underwent a revision procedure, and this ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.